Event description:
It was reported that during a transcatheter angioplasty treatment procedure, the patient expired. Vascular access was obtained via the radial artery. The non-tortuous and severely calcified lesion was located in the left anterior descending (lad) left circumflex artery. After visualizing both coronary arteries through angiography, the right coronary artery was found totally occluded and the lad was calcified. After changing the guide catheters, an unspecified guide wire was advanced into the lad, the guide wire was advanced passed the lesion that was in mid artery, and was positioned distal to the lesion. Then they advanced this 2.00x30mm emerge balloon catheter and positioned it at the lesion. On the first inflation, the balloon was dilated for 10 seconds at 14 atm; however, as soon as they de-inflated the balloon, took it out and injected dye, a dissection could be seen on the angiography. The lad was occluded by the dissection and a calcium shift of the plaque occurred. No other balloons could be crossed over the wire. Dissection of artery was followed by asistolia (asystole). Advanced cardiopulmonary reanimation was performed for 30 minutes without spontaneous pacing recovery. They failed to save the patient¿s life. It was further reported that the physician believes this event is due to the patient¿s characteristics, not to the use or performance of the device. The emerge balloon functioned properly.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).